Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 525 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer mentioned that their spouse found them unconscious with a blood glucose level of 20 mg/dl prior to experiencing the high blood glucose levels. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and to help them with trouble shooting the issue. The customer did not return the product back for analysis.